Manufacturer narrative:
(B)(4).

Event description:
It was reported that they could not advance the lead through foramen needle. It was noted that the test stimulator lead was defective. There was no patient injury reported. The patient recovered without sequela. It was later reported that the lead was getting resistance while being advanced through, the health care provider tried multiple times, repositioned the lead and the needle but it wouldn't budge. They opened and used a backup lead for the case. The patient wasn't compliant during the trial and chose not to proceed with the implant.

Manufacturer narrative:
(B)(4): analysis of the lead (l/n n572044) found that the lead was stretched.

Manufacturer narrative:
Concomitant medical products: product ID neu_interstim_ins, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider stated that the clinic had a lead that was defective. The caller had received a message from the person that discovered the issue and was calling to get a credit for the lead. The caller did not have any additional details about the issue. Symptoms reported were none. Event date was unknown. He received the message indicating that the lead was defective on (B)(6) 2015. Caller did not know if there was a patient involved or if the lead was just discovered to be defective. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.